Event description:
It was reported that 2 bd alaris smartsite low sorbing sets experienced leakage. The following information was provided by the initial reporter: we have had 2 leaks recently.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd alaris smartsite low sorbing sets experienced leakage. The following information was provided by the initial reporter: we have had 2 leaks recently.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 25-may-2022. Investigation summary: one bd alaris smartsite low sorbing set material# 10013902 infusion device with filter was received and tested by our quality team. The tubing was infused with saline solution and a leak from the filter air vent was noticed- verifying the complaint. The set was analyzed by high power microscope to find a possible root cause of the failure and no material issue with filter was noticed. The supplier of the filters was notified and the sample was sent to their plant in the united kingdom for further investigation. Per supplier response- the filter was washed and tested but leak and none was noticed. The filter was completely functional after being washed and the root cause has been determined as a "wetting out of the vents" because it continued to function after being flushed/ washed out. This type of complaint- leakage from filter is a known issue and is being investigated on multiple levels of our organization. The filter supplier, our manufacturing teams, r&d, and our quality engineers are all working diligently to determine the root causes and eliminate further occurrences from taking place. No lot was determined. Device was sent to manufacturer and can no longer determine material lot for a device history record review.